Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission found loss of right ventricular capture on the right ventricular lead. Programming changes were made. No patient consequences were reported.

Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014.